Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve there a change in the electrocardiogram. A myocardial infarction was reported. Percutaneous coronary intervention (pci) was performed but was not successful due to peripheral lesions and unspecified conservative treatment was provided. One day after the implant pulmonary edema occurred and cardiac arrest repeated. Intra-aortic balloon pumping (iabp) and percutaneous cardiopulmonary support (pcps) were inserted. Two days after the valve implant a head computed tomography (CT) showed extensive cerebral hemorrhage withdraw. Three days after the valve the patient passed away. It was unknown if an autopsy was performed.